Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient stated they had recently begun using a tens unit on their lower back/hip and they had wanted to check their therapy settings because in the last few days they thought maybe things weren't working so well. The patient then clarified that they meant the therapy hadn't been helping for their symptoms/they'd had a symptom return in the last few days and they were concerned the tens unit was interfering with their implanted system. The patient stated they had spoken to their managing health care provider (hcp) about using the unit and they were told they should be ok with using it on their left side (the implanted system is on the right side). The patient stated they had called because they were having trouble connecting but that while they were on-hold they were able to get their manuals out and were able to successfully connect to their settings to see the therapy was on and that the stimulation level was at the same level it had been on previously before they started using the tens unit so they stated they thought everything seemed to be ok with the implanted system. The external devices were deemed to be functioning as intended. Patient services reviewed guidelines for using a tens unit and advised the patient they could make an adjustment to their settings to where they could feel the stimulation comfortably in their bike-seat region to see if that helped with their symptom control. The patient stated they would make a settings change after the call and would continue to monitor their symptoms. The patient stated they'd reach out to their hcp if they still had concerns about their symptoms after making their adjustment.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.